Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer went to get into her chair when her pant got hooked to the foot of the chair allegedly making her fall on her left side.